Event description:
Adverse reactions to mentor memory shape breast implants (medium height, moderate plus profile) ref 334-1255 starting in (B)(6) 2016 to current. Many diagnosed and undiagnosed medical conditions. Symptoms experienced since 2016: red spots all over feet, turned into large ulcerations, diagnosed pyoderma gangrenosum bloody diarrhea, and ulcerative colitis, weight loss, severe internal and external inflammation from head to toe. Severe internal itching from head to toe, severe vertigo and dizziness, blurred vision with spots-daily, flu like symptoms, daily chronic dry eyes, eyes very fatigued, swollen and no longer bright white, severe joint pain and bed ridden, severe tmj pain, insomnia, severe fatigue, decreased libido, occipital and posterior auricular lymph nodes very tender and swollen daily, chronic neck and shoulder pain crp 12 on scale of 1-10, numbness in left arm and hand, regularly burning and pain in both breasts, foggy brain, memory loss, and unable to finish sentences, heat and cold intolerance, night sweats, very painful / ear aches, very winded and constantly out of breath, intolerance to indoor and outdoor light, severe panic attacks in the day and middle of the night. This all started 6 months after placement of mentor ref # 334-1255. I am (B)(6) y/o, and feel 147 y/o. FDA safety report ID # (B)(4).